Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. Even though no such event, like an accident, is mentioned in the patient report. This is a final report.

Event description:
Reportedly, the hearing performance with the device is affected. The user's audio processor is functioning, however, the user cannot hear when the audio processor is in use. The mother does not know when the user lost her hearing with the device and does not report any trauma. The user has been re-implanted.